Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of obesity, uterine fibroid, kidney stone, dysmenorrhea, menorrhagia, fibroids, allergy (phenergan: antihistamines: drug allergy 1: vomiting penicillin: drug allergy; unknown), surgery (pt with history of l/s gastric sleeve 2014, then had tummy tuch (abdominoplasty (B)(6) 2017) patient also with essure 2015.) And abnormal uterine bleeding. Previously administered products included: oxycodone, senna spp., acetaminophen, cholecalciferol, ferrous sulfate and probiotics nos. The patient had a family history of breast cancer and thyroid disorder. On (B)(6) 2018,, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (laparoscopic hysterectomy total, bilateral salpingectomy davinci, cystoscopy ). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 30.266 kg/sqm. [Pathology test] on 07-aug-2018: surgical pathology: specimen information: uterus, cervix, and bilateral fallopian tubes diagnosis: uterus, cervix, and bilateral fallopian tubes, total hysterectomy, and salpingectomy: secretory endometrium with focal glandular crowding leiomyoma cervix with nabothian cysts coiled metallic wires, consistent with essure tubal sterilization. Right fallopian tube with para tubal cyst clinical diagnosis and history: menorrhagia with symptomatic fibrous uterus tissue(s) submitted: uterus, cervix, bilateral fallopian tubes gross description: the left and right fimbriated fallopian tubes are each 5.0 cm long by 0.4 cm in diameter. They each contain coiled silver-colored metallic wires that extend into the left and right cornu. The right fallopian tube has 1.0 cm in greatest dimension thin-walled cyst containing thin clear fluid. The tube lumens are unremarkable as are the walls. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of obesity, uterine fibroid, kidney stone, dysmenorrhea, menorrhagia, fibroids, allergy (phenergan: antihistamines: drug allergy1: vomiting penicillin: drug allergy; unknown), surgery (pt with history of l/s gastric sleeve 2014, then had tummy tuch (abdominoplasty apr2017) patient also with essure 2015.) And abnormal uterine bleeding. Previously administered products included: oxycodone, senna spp., acetaminophen, cholecalciferol, ferrous sulfate and lactobacillus acidophilus. The patient had a family history of breast cancer and thyroid disorder. On (B)(6) 2018,, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (laparoscopic hysterectomy total, bilateral salpingectomy davinci, cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 30.266 kg/sqm. [Pathology test] on (B)(6) 2018: surgical pathology: specimen information: uterus, cervix, and bilateral fallopian tubes diagnosis: uterus, cervix, and bilateral fallopian tubes, total hysterectomy, and salpingectomy: secretory endometrium with focal glandular crowding leiomyoma cervix with nabothian cysts coiled metallic wires, consistent with essure tubal sterilization. Right fallopian tube with para tubal cyst clinical diagnosis and history: menorrhagia with symptomatic fibrous uterus tissue(s) submitted: uterus, cervix, bilateral fallopian tubes gross description: the left and right fimbriated fallopian tubes are each 5.0 cm long by 0.4 cm in diameter. They each contain coiled silver-colored metallic wires that extend into the left and right cornu. The right fallopiantube has 1.0 cm in greatest dimension thin-walled cyst containing thin clear fluid. The tube lumens are unremarkable as are the walls. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-jan-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.